Event description:
Two different davinci 45mm staplers malfunctioned. One cut but did not fire the staples, the other jaws would not open after firing by md. Staplers taken from field, labeled, delivered to rep for further review. FDA safety report ID # (B)(4).